Event description:
It was reported that a user experienced elevated blood glucose of 265 mg/dl while using the ilet, with no device alerts and no recent meal other than a snack under 15 grams of carbohydrates; the user noted a pattern of nocturnal hyperglycemia and stated that the healthcare provider was aware and the ilet was provided to help manage this issue, with glucose trending downward during the call. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no reported injury, and no reported interruption of therapy. Investigation included troubleshooting and education with the user and a review of device-reported alerts, which were absent. Investigation of this case revealed no device malfunction or alarm activity and no identifiable device component issue, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.